Event description:
In this case, the customer reported that when trying to lift the pt support, it gets caught and then falls with a bang. There was no report of harm to a pt or operator due to this issue.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).